Event description:
Paramedics attempted to administer device defibrillator therapy to a patient. Allegedly, the defibrillator charged but would not discharge energy to the patient when the standard paddles discharge switches were pressed. The crew immediately used the therapy cable that was with the device to deliver defibrillator energy to the patient. Patient outcome was not reported. According to the reporter, the patient outcome was not affected, due to continued use of the device.